Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage. Results: a small dent was observed in the middle of the chamber base, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100324. Conclusion: all mr290 chambers are visually inspected for damage and are pressure tested for leaks prior to packing. Any chamber which fails either test is discarded. This suggests that the chamber had been damaged post-production, possibly during transport or storage. The mr290 user instructions warn the user not to use the mr290 if it has been dropped. Our trending and monitoring of cosmetic defects on mr290 chambers has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that the base of a new mr290 autofeed humidification chamber was found to be dented when it was removed from the packaging.

Manufacturer narrative:
(B)(4). The complaint chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the base of a new mr290 autofeed humidification chamber was found to be dented when it was removed from the packaging.